Manufacturer narrative:
(B)(4). (B)(4). Batch #: r94t8p. The following information was requested, but unavailable: did the patient suffer any adverse consequences? Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the hp054 device was returned with nose cone slightly cracked. The handpiece was connected to a test device and tested on a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the handpiece. No alert screens were displayed at any time during testing. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. As the device was not disassemble our analysis is limited. Although no conclusion could be reach on the cause of the reported event. Please reference the instruction for use for more information analysis was unable to determine the exact root cause that lead to crack in the hand piece nosecone. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the device displayed an alarm message indicating that the handpiece must be recalibrated but it was impossible to perform. It mentioned the discontinuation of the product several times during the operation. No more information available.